Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacture report number 2032227-2015-02646.

Event description:
It was reported the needle came of the sensor and had two sensors were the needle retracted before they could event attempt inserting it. Customer's blood glucose was unknown. No further information reported.